Event description:
It was reported that this right atrial (ra) lead exhibited undersensing during atrial fibrillation (af) episodes. The patient had reported symptoms of fatigue. Due to the limited information received, further follow-up to obtain related details was not possible.